Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. When the lead was attached to the df-4 port of the device, there was a setscrew issue that was causing noise. The setscrew was backed out and came out of the grommet. The setscrew was replaced and reinserted into the grommet and the lead was reattached; however, the noise was still present. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.